Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed in the downloaded flag data. Upon investigation, a short was observed in ECG "c". An unused pulse wire migrated within ECG electrode and was shorting with the electrode discharge wire. The root cause for the migrated wire has not been positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving frequent check belt messages.